Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked, the guidewire exit port was damaged, but the distal section of the tip was in good condition. A functional test was performed on a test guidewire that was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. E1: initial reporter telephone: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when they tried to withdraw the catheter, it could not be removed. The procedure was completed using another catheter of the same type. No patient complications were reported, and the patient is stable

Manufacturer narrative:
E1: initial reporter telephone: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when they tried to withdraw the catheter, it could not be removed. The procedure was completed using another catheter of the same type. No patient complications were reported, and the patient is stable.